Manufacturer narrative:
The device was returned to the MFR for eval. The complaint was duplicated, the handpiece heated up due to corrosion. The device was repaired and returned to the customer.

Event description:
It was reported that the item got hot and then stopped. No other info was given.